Event description:
Medwatcher #(B)(4). Really bad cramping which I can feel in my lower back to the front of my upper pelvis area. Cramping is unbearable from front to back. These continue to come every month or so and the longer I've had the device the worse the cramping has got. Also since the device was put in I've had migraines more frequently every so many months.